Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include discussion that the patient had been picking at their incision site. D6 investigation conclusions, corrected data: initial report inadvertently did not include code ¿d1102¿.

Event description:
It was noted that the patient had been picking at their incision site, which is thought to have led to the infection. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient underwent vns explant of both the generator and lead due to infection. Device history record was reviewed for the generator and lead. Both devices were confirmed to be sterilized prior to distribution, and there were no unresolved nonconformances. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.